Manufacturer narrative:
The lead remains in service. Should additional information become available, this event would be updated as necessary. Two in a half years later during the generator replacement procedure, this right ventricular lead was still exhibiting high threshold and impedance measurements. A fracture was suspected. Attempts to explant the lead were unsuccessful so the physician capped the lead. A new lead was successfully implanted. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this right ventricular lead was not capturing. It was noted that the patient's thresholds and impedance measurements have increased. Patient is not pacemaker dependent. No adverse patient effects were reported.